Manufacturer narrative:
The reagent lot number is 78282101. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and replaced 8 valve blocks (syringes and transfer head). He also replaced one of the water seals at the bottom of the wash station due to water leakage and replaced the tubes above the valves for the syringe assembly. The investigation determined the event was consistent with the water leakage at the wash station.

Event description:
The initial reporter received a questionable a1c-2 tina-quant hemoglobin a1c gen.3 result from an unspecified number of patient samples tested on the cobas integra 400 plus. The reporter was able to provide one patient sample with discrepant results: on (B)(6) 2024: the initial result with the patient sample in a "whole blood tube" was 10.01% with a data flag. On (B)(6) 2024: the first repeat result from the same patient sample in a "whole blood tube" was 6.48% with a data flag. The second repeat result with the patient sample in an ethylenediaminetetraacetic acid edta tube (collected on (B)(6) 2024was 5.41%. This result was deemed correct.